Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented at the ER with an open wound. The patient was admitted into the hospital for ICD and lead extraction due to infection, including this right ventricle (rv) lead. The extraction was completed successfully. No further adverse effects to the patient were reported.